Manufacturer narrative:
(B)(4). Device evaluated by MFR: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while impacting the implant the instrument fell apart. Subsequently, plastic shards were in wound and the surgeon was able to remove all pieces of the instrument from the patient.

Manufacturer narrative:
The complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned device identified the impactor pad is fractured, and the device shows signs of use (nicks and strike marks). Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available at the time of this report.